Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Telemetry was unable to be established, therefore the cause of the reported power supply issue was unable to be determined. The device case was opened and infrared imaging was performed with confirmation that heat was coming off of a chip within the device. As no visible damage was observed, the suspected cause is due to an internal short within the battery, however this could not be confirmed.

Event description:
It was reported that following a successful induced conversion of ventricular fibrillation (vf), the programmer displayed a red error message. Device data was sent to engineering for review. Data analysis confirmed the device exhibited a power supply issue and recommended immediate replacement. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that following a successful induced conversion of ventricular fibrillation (vf), the programmer displayed a red error message. Device data was sent to engineering for review. Data analysis confirmed the device exhibited a power supply issue and recommended immediate replacement. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.